Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated pacing threshold and impedance less than 100 ohms with myopotential oversensing. The lead was replaced. No patient complications have been reported as a result of this event.